Manufacturer narrative:
Partial patient information was provided by the customer. Follow up report: device evaluation: the manufacturer's field service engineer (fse) evaluated the unit while onsite and could not confirm or duplicate the reported problem. Resolution and disposition: the fse reported no parts were replaced to address the reported problem.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator did not alarm/alert as intended. The customer reported patient involvement with no harm to the patient.